Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation. Investigation revealed the pitch cable was broken at the distal clevis hub. The broken strands stuck out the wrist. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during central processing, a cut wire was found on the double fenestrated grasper instrument. There was no report of patient harm, adverse outcome or injury.